Manufacturer narrative:
(B)(4). Product not yet returned. We acknowledge the lateness of this report.

Event description:
Consumer complaint of about high blood results. Caller normally ranges from 220mg/dl 2 hours after eating. Based on parkes error grid analysis, the bias between the highest result in memory (559) and the lowest normal result (220) is located in zone c. No adverse event reported.